Event description:
It was reported that during a breast biopsy the device statred grinding and chattering and then it locked up. The case was aborted and the procedure was completed using the tru-cut. There was no patient outcomes reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed the device to be non-functional. The probe was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and was not able to perform during the sampling cycle. The instrument was disassembled and the vacuum hose was found to be dislodged.